Event description:
Withdrawal was reported. The patient experienced symptoms of nausea and vomiting in the middle of the night. Per the reporter the pump roller was fine and assuming the dye study was ok. One week later it was later reported the patient presented with withdrawal symptoms to the hcp's office. The pump was refilled and a rotor study was done; rotor was working. A dye study was attempted on the catheter but they were unable to withdraw back cfs and unable to see any contrast. The patient was sent for a revision the same day and the pump and catheter were replaced. It was noted during surgery that the catheter was ''sheared'' inside pocket. The patient had another catheter piece implanted from a prior revision was unable to be removed. The sheared catheter was completely removed and replaced. The pump was approaching eos and was replaced since patient was already in surgery. The pump delivered morphine.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown. Catheter model # unknown, serial # unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. The dispense accuracy test passed. Electrical testing was performed and all data gathered passed specifications. Upon destructive analysis it was discovered that there was significant residue build-up within the motor compartment. Significant residue was found on the lower shaft of gear 4 and on the upper and lower shafts of gear 3. Analysis of the unknown catheter revealed a hole in the catheter body caused by deep abrasion. Patency testing passed but revealed that the catheter had a breach. Pressure testing also revealed the breach and was located about 15-17cm from the proximal end. Visual analysis discovered that the deep abrasion exposed the inner lumen of the catheter causing a leak. It was believed that the abrasion was caused by rubbing against the pump in the pocket.

Event description:
Additional information: it was reported that the patient was "doing well" at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.